Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition that the device made unexpected noise was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was confirmed that the device had unintended motion. The assignable root cause was traced to component failure due to normal wear. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the battery handpiece device was corroded, had component damaged, the moving parts did not move smoothly and the device had unintended motion. It was further determined that the device failed pretest for general condition, check for mechanical free moving and check for unintended motion. It was noted in the service order that the device made an unexpected noise. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however it was reported that the event occurred in (B)(6) 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.